Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30685220l and no internal actions related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. During an afib case, a perforation of the left atrium was discovered by ultrasound. A pericardiocentesis and surgery was performed, and the volume of fluid removed was unknown. The patient was reported to be in the or for surgery and was in stable condition at the time of the call. The physician believes the cause of the patient injury was a coronary sinus access or possibly during transeptal. This adverse event was discovered during use of biosense webster (bwi) products. The patient outcome of the adverse event was reported as improved. The patient required extended hospitalization because of the adverse event as the patient was admitted to ICU following surgery. The act was approximately 400 when pericardial effusion was detected. The transeptal needle used was a baylis versacross rf wire and fixed sheath. Ablation was not performed before the cardiac tamponade was noticed. The event was detected following the mapping phase. Force visualization used was dashboard and vector. There were no error messages observed on the bwi equipment. Conservatively this will be reportable as the event occurred during the ablation procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.